Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint. Litigation papers allege the patient was exposed to toxic levels of chromium and cobalt in his blood stream as a result of the devices. It is further alleged that the patient has experienced serious personal injury, pain and suffering, mental anguish and has had to undergo medical treatment and testing and faces the prospect of revision surgery, followed by rehabilitation and the associated pain and suffering, mental anguish, disability and loss of use. Doi: (B)(6) 2008 - dor: no reported revision. Update: (B)(6) 2011 plaintiff fact sheet received with part/lot information. Doi: (B)(6) 2008 left hip. This information does not change the investigational results. Update (B)(6) 2017: medical records received. There is no new information. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.